Event description:
Additional information received from the consumer patient via a manufacturer representative. The patient had been in the hospital in "(B)(6) for so long" that their pump ran dry and they had not had it filled since. The manufacturer representative was aware of this on (B)(6) 2016 in pre-operative. The pump was interrogated, and showed "error log." The pump was replaced on (B)(6) 2016. The issue resolved at the time of report. The pump system was delivering morphine (10mg/ml at 2mg/day). The patient's status at the time of report was "alive- no injury."

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving morphine (lot number, concentration, dose, and dates of therapy not reported) via an implantable pump. Indications for use included non-malignant pain and failed back syndrome (other). Medical history was not reported. Concomitant medications included unspecified oral medications. The pump was alarming/beeping, and the patient stated that the pump was out of medication (empty), and had been alarming since (B)(6) 2015; the patient had missed a scheduled refill. On (B)(6) 2015, the patient saw a new pain healthcare provider (hcp) to let them known that the alarm was going off, for oral pain medications, and to inquire about getting their pump refilled with prialt; the pain hcp was supposed to be contacting the manufacturer about the alarm. On an unknown date, the patient was in the hospital for 6.5 weeks and their new pain hcp never refilled their pump. No patient symptoms were reported. On (B)(6) 2015, the consumer reported that the patient was no longer with that hcp and physician listings were requested. Redirection of the patient to their healthcare provider (hcp) was recommended and physician listings were provided. Additional information regarding the resolution of the pump alarming and the empty reservoir, the reason for the 6.5 week hospitalization, concomitant medications, reason for the pump alarm, and any medications prescribed has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient on (B)(6) 2015 and it was reported that it was confirmed that the pump was beeping because the pump was empty. On (B)(6) 2015, the patient was admitted the hospital for surgical reasons to have his lower/large intestine revised and colostomy reversal. He was on oxycodone while hospitalized. On (B)(6) 2015, he was prescribed a very low dose of oxycodone/tylenol mix (1 tab as needed every 6-8 hours). The alarming pump and empty reservoir had not been resolved. He saw a doctor on (B)(6) 2015 and had a pending appointment with a pain specialist on (B)(6) 2015.